Event description:
The customer observed falsely depressed tsh results for two patients on the architect i1000sr, serial number (B)(6). The samples were repeated with higher results. The following data was provided: sid (B)(6). Initial tsh result = 0.0098 uiu/l repeat result = 0.6059. Sid (B)(6). Initial tsh result = 0.0089 uiu/l repeat result = 0.7013. Reference range: 0.5 - 7.55 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier: sid (B)(6) and sid (B)(6) the field service representative performed significant troubleshooting, replacing multiple parts, however, the assy, cmia wash mechanism, complete (rohs)_part number 7-97035-03 was deemed the likely cause for the falsely depressed tsh results, due to the part being unaligned. Service realigned/reseated the part. Realigning/reseating the assy, cmia wash mechanism, complete (rohs)_part number 7-97035-03 was considered the issue resolution. No additional result issues have been reported since the service activity was completed. A review of the analyzer¿s service history identified no contributing factors to the current complaint. Trending was reviewed for the analyzer and part and determined no trends were identified. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.